Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a biopsy cap was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the sponge dislodged and got stuck inside the duodenal scope. Reportedly the case was delayed by thirty minutes as the scope was changed and a new scope was used. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Event description:
It was reported to boston scientific corporation that a biopsy cap was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure the sponge dislodged and got stuck inside the duodenal scope. Reportedly the case was delayed by thirty minutes as the scope was changed and a new scope was used. The procedure was completed with another biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.